Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. Involved flexmaster 6/100 21mm 020 that broke during use is not available and cannot be analyzed by our laboratory. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1408849). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a flexmaster broke during use. The patient's tooth was extracted.